Event description:
In 2009, the lay-user/pt contacted lifescan (lfs) alleging that a one touch ultra2 meter had been reading inaccurately high. The pt tests her blood glucose 4 times a day. She manages her diabetes by watching her diet very closely and taking set dosages of levemir and novolog insulins. She takes 60 units of levemir in the morning and 12 units at bedtime. She also take 12 units of novolog insulin at lunchtime and 20 units at dinnertime. According to the pt, her normal blood glucose levels are around the "130's mg/dl." The pt indicated that the alleged meter issue started on about 2 weeks prior to contacting lfs the same day. During the time of concern, the pt claimed that she was getting results in the "150's" and "160's" mg/dl. On an unspecified date/time during the time of concern, the pt claimed that she obtained a meter reading of "153 mg/dl" at lunchtime. Due to the relatively elevated meter reading, the pt ate less than normal for lunch. The pt ate half a sandwich and vegetables although her daughter suggested that she eat a whole sandwich. Thirty minutes after obtaining the result of "153 mg/dl", the pt claimed that she developed symptoms of clamminess and sweating. The pt tested her blood glucose on the reported meter and got a result of "60 mg/dl" which she felt was accurate. The pt mentioned that had her blood glucose reading been lower prior to lunchtime, she would have eaten more to prevent the hypoglycemic event. After testing, the pt ate a snack and drank soda which helped to relieve her symptoms. The pt was using a correct technique for testing with the reported meter. The pt was obtaining blood samples from her fingers and cleaning the puncture sites correctly. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms suggestive of severe hypoglycemia after the reported meter started reading inaccurately high.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.